Manufacturer narrative:
The reported complaint leaks was not confirmed on the returned set. An image was provided by the customer showing the involved device. No visual anomalies were observed on the returned sets. All the sets were primed and pressure leak tested and no leaks were observed. The product had performed per the specifications. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a transpac® IV monitoring kit neonatal, 24", disposable transducer, 30 ml squeeze flush (infusion pump) where the customer reported that they had 5 defective kits that were leaking at the yellow piece. It was noted that the nicu team tried multiple times and had the same issue each time. There event was noted during infusion, the transducer were infusing into an umbilical arterial catheter (uac). Additionally, there were no holes, cuts, tears or any defect noted. Harm was not reported as consequence of this event.

Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete. Additional contact information: (B)(6).